Event description:
Customer reported that the buttons on the insulin pump were not responding but he did not receive an alarm; customer received the button error alarm later on. Blood glucose value was 69 mg/dl; treated with orange juice. Customer stated that he was sleeping and may have been sweating. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.